Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. After this date there are multiple events on the same day which would indicate the device was switching itself on automatically. On investigation it was discovered that when a test pad-pak was inserted all of the led¿s remained illuminated except for shock and CPR led¿s. The fault was traced back to an internal short on one of the pins of the micropressor. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.